Event description:
Information was received indicating that prior to using a smiths medical level 1 hotline blood and fluid warmer, leaking was found. There was no reported patient involvement or adverse effects.